Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 165 units and remained static. Although requested, the customer declined to perform troubleshooting for the reported issue. The customer's blood glucose (bg) level elevated to 519 mg/dl, and was addressed by administering a manual injection. Reportedly, the customer suspected the cause of the bg level was due to insulin not being delivered. System check was performed with tandem technical support and confirmed that the pump was performing as intended. At the time of the reported event, bg level was 348 mg/dl.